Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt felt a lack of stimulation to the right neck and right ear and had adverse stimulation to the right shoulder. The lead was surgically repositioned "to a more cephalad position."

Manufacturer narrative:
(B)(4).